Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the reported event. The cse replaced the breath delivery (bd) central processing unit (cpu) printed circuit board assembly (pcba) and re-installed revision ak software. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications. (B)(4).

Event description:
A report rec'd from the USA stated an 840 ventilator experienced a device alert which caused the ventilator to become inoperable; while being used on a patient. During a f/u with the user facility it was stated that the patient was removed from the device and placed on an alternate ventilator at the time of event occurrence. There was no patient harm reported.